Event description:
Reference number (B)(4). Event occured in spain. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information is available.